Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the handle appears intact. The micro control appears to retract and advance the capsule. The macro control moves to fully advance and retracted positions and locks in place when released. The tip retraction mechanism appears intact. The screw gear snap fit remains connected. The deployment knob appears intact and was not noted to be loose upon return. The distal tip of the capsule seats flush along the tip ledger when fully advanced. Voids are noted along the mid-section of the capsule. The inner member shaft appears intact with no evidence of damage. A 29 mm valve was loaded as per instructions for use (IFU) into the capsule of the dcs in order to recreate and confirm the reported complaint. On advancing the capsule while loading the valve, the deployment knob separated at the snap fit on the most proximal end of the deployment knob on further advancement of the deployment knob, the deployment knob separated into two pieces. Stress marks are observed on the both tabs of the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event indicates that the first dcs was misloaded, and then upon a second attempt at loading, the deployment knob of the first dcs separated. It is possible that the capsule voids observed during analysis were related to the reported misload, as misloads are a known cause of capsule voids; however, voids can occur due to any bending stress on the capsule. Loading of the valve is a process that is highly dependent on the operator technique. In this situation, the inspection process properly identified the misload prior to introduction to the patient. The report of the separation of the deployment knob components during loading was confirmed. The stress marks on the tabs indicate that the tabs were flexed, but it is not clear if the flexing of the tabs occurred prior to or after the separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was misloaded into the delivery catheter system (dcs). A second attempt was made to load the same valve into the same dcs, however the deployment knob began to separate into two parts. The dcs was exchanged for a new dcs and another attempt was made to load the same valve. A proper load was confirmed with xray. Upon the second turn during deployment, a click was heard. It was identified that the ¿grey tube between the blue hand rest and the blue retraction tip¿ started to separate. With each turn, the separation increased and was not transmitting to retract the capsule. The valve and the delivery catheter system (dcs) were removed from the patient and will be returned. It was reported that the anatomy was severely calcified. A different valve and different delivery catheter system of the same lot were used for a successful implant. No adverse patient effects were reported.